Event description:
It was reported that the camera head had a hazy image. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
E1 complete address (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in camera unit a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in camera unit, a foggy image occurs. Olympus will continue to monitor field performance for this device.